Manufacturer narrative:
No product is being returned for evaluation. (B)(4).

Event description:
During hip osteochondropathy procedure the surgeon was using the soft tissue shaver to debride the capsule in the joint and it started to shed metal in the joint. Surgeon attempted to remove the shedding however some fragments were left attached to the soft tissue and could not be removed.